Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had recurrent emergency backup battery (ebb) fault alarms on (B)(6) 2026 that was not cleared by 3 self-tests. Log files were sent for review. The log file began capturing ebb faults on (B)(6) 2026 due to the ebb failing the load test. The system controller was exchanged without difficulty.